Event description:
As reported: physician deployed a 14 fr manta in the patients right groin after procedure. We seemed to have hemostasis but shortly after he broke scrub the patient formed a hematoma. He came back in the room and decided to do a cut down. Cut down showed collagen was in the vessel.

Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure where a 26mm graft was delivered sheath less, a 14f manta was deployed for closure in the right common femoral artery. The arteriotomy was 10.0mm, mild posterior calcification, minor tortuosity, and a depth measurement of 2cm + 1cm. A central positioned access was gained utilizing ultrasound and micropuncture. No difficulties were encountered advancing or withdrawing the procedural sheaths. Prior to closure, activated clotting time (act) was 308, three minutes before administering heparin. Following deployment, hemostasis was thought to be achieved. After the physician left the room and broke scrub, the patient developed a hematoma. The physician returned to the room and chose to do surgical cut down where the manta collagen was seen in the vessel. The root cause of the collagen being pushed into the vessel is possibly from more force than required could have been applied while advancing the lock advancement tube or improper tension was applied. However, due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, no angiograms or device submitted for investigative purposes, the root cause of the occlusion (collagen in the vessel) remains inconclusive. The manta IFU warns not to use manta if there is marked tortuosity of the femoral or iliac artery. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention, ischemia of the leg, or stenosis of the femoral artery. Procedure requirements indicate activated clotting time (act) should be below 250 seconds prior to closure. Procedural preparation lists no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.